Event description:
It was reported that during initial implant procedure, high, out of range pacing lead impedance on right atrial lead was observed. Lead was not used and was replaced. Patient was stable.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.